Event description:
It was reported that the tip of the needle broke off on the fifth pass during a rotator cuff repair. An x-ray was taken to locate the piece, but it was not possible. Arthrex representative indicates it is uncertain if the piece remains in the pt or if it may have fallen to the floor. No further consequences have been reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.